Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that the illumination of the optical fiber probe does not work properly in both ports of the illuminator. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The xenon lamp was replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on october 15, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to the non-conforming xenon lamp. (B)(4).

Manufacturer narrative:
Additional information has been provided. (B)(4).

Event description:
Additional information was received that no system message was displayed.